Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported display issue. The video graphics array (vga) printed circuit board (pcb) was replaced and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported display issue. Display appears scrambled. The device was not in use at the time of the reported event; therefore, there was no patient involvement.